Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a clinic supervisor reported a patient to have an unsatisfied visual outcome. The lens was exchanged for another model. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported dissatisfied patient visual outcome with a calculation error. There was no chipped/nicked area observed. Other lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating there was a calculation error on "alcon's part". The patient ended up nearsighted and unhappy.

Manufacturer narrative:
(B)(4).